Manufacturer narrative:
The hill-rom technician found the bed's scale had not been zeroed prior to setting the bed exit alarm. Per the hill-rom user manual the advanta bed must be zeroed for the out of bed mode to work properly. For bed with scales, following the instructions for zeroing the scale. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician zeroed the scale to resolve the issue. The technician thoroughly tested the bed exit system and it functioned as designed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit would not work. The bed was located in the maintenance room at the account. There was no patient/user injury reported. (B)(4).